Event description:
Three pt samples with discrepant troponin t results. Pt 1, initial gave 0.107 ng/ml; repeat gave <0.010 ng/ml. No adverse events reported in association with the incorrect results. The field service rep checked analyzer voltages, and made an adjustment to the sr probe. Performance tests were performed, which were within specifications.

Event description:
Three pt samples with discrepant troponin t results. Pt 3, initial gave 0.114 ng/ml; repeat gave <0.010 ng/ml. No adverse events reported in association with the incorrect results. The field service rep checked analyzer voltages, and made an adjustment to the sr probe. Performance tests were performed, which were within specifications.

Event description:
Three pt samples with discrepant troponin t results. Pt 2, initial gave 0.115 ng/ml; repeat gave <0.010 ng/ml. No adverse events reported in association with the incorrect results. The field service rep checked analyzer voltages, and made an adjustment to the sr probe. Performance tests were performed, which were within specifications.